Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119 avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126 warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with mild diabetic ketoacidosis (dka). The pod alarmed at 11:30am after wear between 24 and 36 hours on the abdomen. The patient had diarrhea already and he went home, and put on a new pod. The patient was running high from the previous pod. He was vomiting and had diarrhea. His family doctor came over and tested his ketones. His ketones read "off the chart" according to his doctor, and he stated well over 160. His bg (blood glucose) hit a high of above 400mg/dl, when his pod failed it was 350mg/dl, and he was averaging about 250-300mg/dl. The doctor rushed him to the hospital. He went to the ER (emergency room) and was from there hospitalized for 24 hours. They left the pod he was wearing at the time on while at the hospital and it lasted 3 days and worked fine. He also was given IV fluids, potassium pills, and another pill he does not recall the name or what it was for. After 24 hours they were stabilized and he was discharged.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. An occlusion alarm was generated by the pod. Timeouts were seen in the downloaded data in conjunction with this alarm. The exact cause of the occlusion alarm could not be determined. A tear was found in the exposed portion of the soft cannula. It could not be determined when this damage occurred. The device was filled with a substance that is not approved for use with the device; it could not be determined whether or not this substance attributed to the reported event.